Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bottom of the bd integra¿ syringe while drawing up a vaccine during use. The following information was provided by the initial reporter: "at 9am on (B)(6) 2019, when drawing a vaccine, one of our medical assistants noticed the syringe pulling the medication and the fluid leaking out the bottom of the syringe. This was identified prior to reaching the pt. Product was pulled and reported."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that medication leaked from the bottom of the bd integra¿ syringe while drawing up a vaccine during use. The following information was provided by the initial reporter: "at 9am on (B)(6) 2019, when drawing a vaccine, one of our medical assistants noticed the syringe pulling the medication and the fluid leaking out the bottom of the syringe. This was identified prior to reaching the pt. Product was pulled and reported."